Manufacturer narrative:
The device is in transit to the MFR and not received as of 07/05/2010. Once the device is received, we will conduct an investigation and provide our findings in a f/u report.

Event description:
It was reported that the irrigation fluid was dripping from the handle of the catheter. The generator then stopped ablation because the set temperature limit was exceeded. This happened after having used the catheter successfully for about one and a half hours for an af ablation.